Event description:
It was reported that the insulin pump is delivering unprogrammed amounts of insulin. The blood glucose reading is 212 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.